Event description:
It was reported that the customer received motor error and motor position encoder error alarms on the insulin pump. The motor error was received during basal rate insulin delivery. Customer's blood glucose was 140 mg/dl. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.